Manufacturer narrative:
The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Product was not provided. Therefore no pictorial documentation possible. Based on the information available it is not possible to determine one possible root cause of the failure.

Event description:
It was reported that there was an issue with product disp.trocar. The surgeon was preparing to end the surgery on the operating table, and pulled out the b.braun 12 mm spike to prepare for suture. It was noted that a piece of sharp part at the front end of the spike was missing and then the surgeon looked under the microscope. The missing piece was found in the abdominal cavity. It was confirmed to be the broken piece. There was no patient harm and no surgical delay. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event/malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
The device is not available for investigation. A picture of the product involved was provided by the sales organization. According to this picture, the distal end of the disposable trocar ek236su is fractured. Based on the information available, a final root cause could not be determined. There might be a combination of a multiple factors error that leads to the fracture. Based on a very low probability of occurrence the current failure rate lies within the accepted failure rate which is defined in the product risk analysis. Further measures to improve the product are defined and are still being processed.